Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (12 mg/ml at 3.995 mg/day) and clonidine (150 mcg/ml at 49.93 mcg/day) via an implantable pump for spinal pain. It was reported that the patient had two magnetic resonance imaging (MRI's) in one day and did not have the pump checked post MRI. Today their pump was interrogated and it showed a motor stall with no recovery. The pump had not been audibly alarming. Technical services had the company representative (rep) wait while documenting and discussing the case and then they rechecked the pump status with logs, which showed a motor stall recovery. Discussed the pump being in telemetry state. The issue was resolved.